Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 400 mg/dl. Reportedly, customer continued using pump for insulin therapy.